Manufacturer narrative:
Investigation: device/batch history record review: a total of (B)(4) units were built on nfa #1 from march 30, 2017 thru april 5, 2017. Per specifications in (B)(4) it was concluded that all required challenges samples and in process testing for (including but not limited) damage catheter adapter defects, catheter pull, water-leak test, and machine caused damage were performed and passed in accordance with the set-up and in-process sampling plans. Review of the qn/sap database: the database review revealed no related reject activity for the lot number associated with this incident. Eura (end user risk analysis) review: reviewed (B)(4) and found several causes of ¿catheter fragment(s) requiring surgical removal¿ all of which are a severity 3 and are only acceptable given a low (<10ipm) occurrence. Causes of the defect include ¿no flaring, slot/wheel damage¿, ¿worn flare blocks, damaged flare pins, stroke set too short¿, ¿mandrel hitting the catheter¿, ¿worn swage tooling¿ and ¿alignment of the occlusion test station¿. None of these causes were able to be confirmed with the sample as returned. Visual analysis: observations and testing: received a piece of catheter tubing. Visual/microscopic examination: the tubing received measured approximately 27mm in length and was missing the lower portion of the catheter, traces of patient residue (blood) was observed. The catheter tip was rated as 3j which is acceptable per specification. The edge opposite to the catheter tip was soiled with blood revealing jagged and uneven texture with stress/stretching marks. Investigation samples(s) meet manufacturing specifications: no. The catheter tubing had been separated from the rest of the assembly. Only a portion of the tubing was received. Conclusions: only a portion of the catheter tubing was received confirming separation the catheter tip was acceptable per specification. The cannula was not returned for inspection. The separation site revealed jagged/uneven signs of stress. The customer experienced was confirmed based on the evaluation that was performed on the returned unit. The evaluation of the returned sample confirmed the experience and did not need to be recreated in the laboratory environment. Root cause: no evidence was observed during the evaluation of the returned unit that would suggest or support a manufacturing related root cause. Stress/jagged/uneven texture at the separation site indicates the damage were caused by external forces applied to the unit during usage. All data in the DHR demonstrated acceptability of production. A formal corrective action will not be initiated at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the 20 g x 1.00 in. Bd nexiva¿ closed IV catheter system with dual port the patient complained of pain at IV site. IV flushed, then leaked. IV catheter tip had detached and had to be surgically removed from patient¿s arm.